Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were programming errors when programming a heparin infusion using weight based dosing. It was reported that the value for the dose was entered into the "rate" tab instead of "dose" tab, resulting in an incorrect administration. The clinician indicated there was no patient harm resulting from this issue.

Event description:
It was reported that there were programming errors when programming a heparin infusion using weight based dosing. It was reported that the value for the dose was entered into the "rate" tab instead of "dose" tab, resulting in an incorrect administration. The clinician indicated there was no patient harm resulting from this issue.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.